Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator node power supply was evaluated and repaired. The sys was tested and found to be working as intended adn returned to service.